Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper; guide cath: cordis j and j 6fr xbrcash; stent: 2.5x33mm xpedition, 2.75x38mm xpedition.

Event description:
It was reported that the procedure was to treat a mid right coronary artery. A 2.75 x 15 mm xience xpedition was implanted when a dissection was observed which was treated with a 2.75 x 12 mm xience xpedition and a 3.0 x 12 mm xience xpedition; however, these stents did not completely seal the dissection. The graftmaster was advanced to the lesion but could not cross so additional dilatation was performed. The graftmaster was implanted and successfully sealed the dissection. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Dissection is listed in the xience xpedition, xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.